Event description:
It was reported that the customer's insulin pump had unresponsive buttons. Troubleshooting was performed. It was stated that the bolus button goes to status screen and the esc button brings her to the main menu. It was stated that the insulin pump gave a bolus without programming. It was stated that the insulin pump alarmed button error without pressing any buttons. It was stated that the insulin pump was exposed to a heavy rain in a boat. Advised the called to discontinue use of the insulin pump and revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons response as a result of corroded keypad traces. Also, the overlay had weak adhesive bond, and a cracked case.